Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope was used during a left flexible ureteroscopy procedure performed on (B)(6) 2021. Patient experienced a urinary tract infection and a medication was required to treat the complication.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).